Manufacturer narrative:
Based on the complaint history, work order search, medical review and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens and noted a tear/defect on the lens. The surgeon felt the tear would not affect the patient's vision, so the lens remains implanted. There was no patient injury and the patient is very happy with her vision. This was the 2nd/backup lens for this patient - see MFR. # 2023826-2015-00665 for the first lens.

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was the root cause of the complaint. Based on the complaint history, work order search and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens remains implanted. Method: work order search. Results: a lens work order search was performed and one other complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).